Manufacturer narrative:
Correction: the correct date of awareness is march 20, 2024 not march 18, 2024 as previous reported. This report is submitted on may 08, 2024.

Manufacturer narrative:
Correction: the correct device serial number is (B)(6) as previously reported.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (date not reported) due to poor retention. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 08, 2024.